Event description:
Pt with failed bateman prosthesis 28 years ago. Initial surgery was because of a fracture. Had a revision in 1991 to a harris-galante ii acetabulum and femoral component. Had acetabular liner wear, with replacement of left acetabular lining and femoral head with with a 52mm harris-galante ii liner. Pt recently had increasing pain. Pt visited emergency dept. X-ray showed fracture of the liner and the femoral head was abutting against the acetabular liner. In 2001 the pt had arthrotomy and replacement of acetabular lining.